Manufacturer narrative:
(B)(6). (B)(4). Raspy voice. Revision surgery. Neither product nor images were received by manufacturer. Medical assessment: the locking mechanism is not holding the bone screw and it has backed out 4-6mm. Revision is scheduled. There may be extenuating circumstances such as an extreme screw/plate angle which would implicate surgical error.

Event description:
It was reported that a patient underwent a c3-c4 acdf surgery due to severe swallowing difficulties and obstruction from an enormous osteophyte at c3-c4. Additionally there was cervical spondylosis with mild spinal cord compression at c3-c4. It was indicated to remove the large osteophyte and perform a discectomy and fusion at this level. A followup exam was done in comparison to the intraoperative examination performed and a cervical spine examination performed post-op. Findings indicated that since the previous examination there has been a change in the position of the c3 screw, which is partially backed out anteriorly. This screw is partially withdrawn and the screw head is proud and now extends 6mm anterior to the anterior cortex of th c3 body. The c3-c4 spacer and the c4 screw do not appear significantly changed. There is a slight, 2 mm anterolisthesis of c3 with respect to c4 and does not appear to change significantly with flexion/extension. There is osseous fusion at c4-c5 and c6-c7 associated with disk space loss. This appears similar to the previous exam. Bilateral facet arthritis is present. It was also reported in the followup examination that the patient experiences neck stiffness and it is mentioned that his voice is still more raspy than typical. It is noted that a revision surgery is in the process of being scheduled. The following were performed: 1. C3-c4 interbody arthrodosis. 2. Placement of interbody prosthetic device. 3. Microscopic dissection technique and micro illumination. 4. Harvest of autograft bone and use for fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.